Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) through e-mail alleging that his onetouch ultramini meter was giving him inaccurate high readings as compared to his normal feelings/result(s). The (B)(4) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient wrote that at an unspecified time on (B)(6) 2012, he obtained "high readings". It was stated on the e-mail that the patient manages his diabetes with insulin (unknown type on a sliding scale) and took his usual dose of medication based on the high readings that he obtained from the subject meter. At an unspecified date and time after the alleged issue occurred, the patient claimed that he got "low blood sugar symptoms and paramedics were called in. The patient stated that he was tested on the ems meter and obtained a reading of 50mg/dl versus the subject meter where he obtained a reading of 185mg/dl. Twenty minutes later, the patient again tested on the both the ems meter and obtained a result of 92mg/dl and 189mg/dl on his lfs meter. It is not known what type of medical treatment was administered to the patient. No troubleshooting was done due to the reported issue being communicated through e-mail. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of a serious injury and received medical treatment after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k) # is k061118.